Manufacturer narrative:
H10: of the two malfunctions, one reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80314. H10: the lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; however, medical records were received. The investigation is confirmed for perforation. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g3. H11: b5, d4, g1. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported malfunctions indicated that model rf400j filter experienced filter perforation. The malfunction was reported from a single source. The malfunction involved a patient with no reported consequences. The patient was reported as a 73 year old male and weighed 85 kg.

Manufacturer narrative:
H10: of the two reported malfunctions, one lot number was provided, therefore a lot history review was performed. The devices have not been returned for evaluation; however, medical records were provided for one of the two malfunctions. The investigation was confirmed for perforation of the inferior vena cava. Based upon the available informations, the definitive root cause was unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported malfunctions indicated that model rf400j filter experienced filter perforation. These malfunctions were reported from various sources. Both malfunctions involved patients with no reported patient injury. One of the two malfunctions reported the patient was a 73 years old male and weighed 85 kg, the other malfunction did not provide the patient¿s age, weight and sex.

Manufacturer narrative:
Of the two (2) events reported, one (1) lot number was unknown, therefore the manufacturing review for this event could not be conducted. The device history records for the known lot have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The devices have not been returned for evaluation; however, medical records were provided for one (1) of the two (2) events. The investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model rf400j filter experienced filter perforation. These events were reported from various sources. Both events involved patients with no reported patient injury. One (1) of the two (2) events reported the patient as a (B)(6)-year-old male, the other event did not provide the patient¿s age and sex. Weight was not reported for any of the two (2) events.